Event description:
Boston scientific received information that a repositioning procedure of the associated right atrial (ra) lead was performed. During this procedure, low and high out of range shock impedance measurements were observed when the right ventricular (rv) lead was connected to this implantable cardioverter defibrillator (ICD). The rv lead was disconnected from this ICD, cleaned, and reconnected. Out of range measurements were still observed. The decision was then made to implant a new rv lead, but the shock impedance measurements were still out of range. It was suspected there was a device malfunction, so the physician explanted and replaced this ICD. Once the new device was connected to the rv lead, all measurements were normal and within range. There were no adverse patient effects reported.

Manufacturer narrative:
This ICD will be returned for laboratory analysis. At this time there is no additional information. Should additional information become available this report will be updated.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. Pin gauge testing, designed to verify proper port dimensions, was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing and sensing functions were tested. The device operated appropriately, according to its performance specifications with no interruptions in therapy output or programmer communication at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed.